Event description:
It has been reported to us that the occlusion balloon wire separated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician had inserted and seated the guide catheter for the case. The physician inserted a stent delivery catheter and successfully deployed the stent. The physician removed the stent delivery catheter. The physician inserted a second stent delivery catheter and while advancing the stent delivery catheter through the guide catheter, the guide catheter moved out of place. The physician re-engaged the guide catheter. The physician removed the stent delivery catheter and the occlusion balloon wire separated inside the catheter; however, the occlusion balloon remained inflated. The physician continued the case and inserted the aspiration catheter and aspirated the vessel. The physician knew that since the occlusion balloon wire had separated, the physician had to use the method referenced in the instruction for use and cut the occlusion balloon wire and deflate the occlusion balloon. This method was successful. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.